Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On september 1, 2016, a reporter for the lay user/patient contacted lifescan (lfs) (B)(4), alleging that the patients onetouch verioiq meter was reading inaccurately erratic. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter was unable to specify when the alleged inaccuracy issue began. The reporter claimed that the patient obtained blood glucose readings of ¿210 and 130 mg/dl¿ with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds lifescan¿s criteria for precision. The reporter claimed that the patient manages her diabetes with oral medication (glimepiride, unknown dose) and that in response to the alleged inaccurate readings, on (B)(6) 2016, the patient increased her usual dose. The reporter denied that the patient had developed any symptoms as a result of the alleged issue. The reporter claimed that at 5p.m., on the afternoon of (B)(6) 2016, the patient tested her blood glucose on an another (unknown) device and obtained a "low" result, no exact readings were provided. There was no indication that the patient received medical treatment as a result of the alleged issue. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the correct testing method was being followed and that an approved sample site was used to obtain the results. Furthermore, the csr noted that the test strips had been stored properly, were not open beyond their discard date and had not expired. It was documented that the test strip vial was cracked and/or broken; however, there was no apparent misuse of the product and replacements were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged inaccuracy issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). A device history record review was performed on the subject test strip lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.